Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was scheduled for this right atrial (ra) lead due to insulation damage, lead fracture and sensing issues. This ra lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.